Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. After replacing the power control module (B)(4), the fault was eliminated, the parameters reached the factory-specified standards, and the device was in normal use and was handed over for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) screen suddenly went black. The power supply was replugged in but still could not be turned on. The timer did not light up. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.